Event description:
On (B)(6) 2014, the reporter contacted animas alleging a prime issue. It was reported there was no insulin discharged from the end of the cannula during the fill cannula step of the prime sequence. The infusion set should be attached to the patient during the fill cannula step. It was reported the patient¿s blood glucose values rose following a site change on (B)(6) 2014. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event; the reported blood glucose excursion does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No prime issues were found in the available black box data. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms or prime issues occurred. The force calibration testing passed. The prime issue was unable to be duplicated in the black box or during testing.